Event description:
It was reported during onyx injection, onyx was noted leaking proximally from the distal tip of the catheter. Same event as MDR # 2029214-2010-00216.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).